Event description:
In early 2009, the patient reported she has had erratic blood glucose readings from 50 mg/dl to 500 mg/dl. She stated when her reading was low, she was given a glucose shot and disconnected from her insulin infusion device. When her readings were elevated, she would have to program several boluses before her readings would decrease. Symptoms were dizziness and incoherence. The patient does not believe her insulin infusion device is properly working. Her current blood glucose is within her normal range. Product was requested to be returned for evaluation.